Event description:
It was reported that the while updating the implantable infusion pump, the telemetry was interrupted. The pump was then in stopped pump mode. The health care professional (hcp) reprogrammed the pump and re-updated it. It was noted that the hcp had to re-enter all of the data into the programmer. Additional information stated that the patient did not have any symptoms. The patient was sent home after her refill and noticed that the personal therapy manager (ptm) was not administering a bolus. The patient went back to the office and it was discovered that the ptm was not enabled. After enabling the ptm, the patient was doing ¿fine.¿ the drug in the pump was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).